Manufacturer narrative:
This report is submitted on december 07, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to pain during stimulation. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 8, 2022.